Event description:
It was reported that a patient being ventilated coughed and occluded device. The patient arrested and was removed from ventilator and bagged. After the patient recovered and the device was changed and patient was placed back on ventilator. The patient was later changed to a heated-wire circuit.

Manufacturer narrative:
Eval/analysis: incident was caused by user error: incorrect pt selection as per labelling. Unless substantially significant info become available, this constitutes a final report.